Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion due to increased power consumption consistent with that of degradation due to hydrogen exposure. This device remains in service. No adverse patient effects were reported.